Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned combination drill guide 3.5mm confirms the device fractured into four pieces. All the pieces of the device were returned. The device shows signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing or product specifications did not reveal abnormalities that could have contributed to the reported issue. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that one combination drill guide 3.5mm sheared at one end. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.